Manufacturer narrative:
Device history record review performed.

Event description:
During the procedure a competitors stent failed to advance through this device. Reportedly, the device was removed and the placement completed without the introducer. There is no report of patient injury. The device is being returned for co's analysis.